Event description:
The customer reported that the probe on the ortho provue analyzer dripped. No exposure to hazardous material occurred. No erroneous results were released. Probe drip may lead to dilution of sample/ reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined the tubing for the fluidics system was incorrectly connected. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.